Manufacturer narrative:
H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump appeared occluded. During nitroglycerin and fentanyl (150ml) infusions the patient was awake and hypertensive. The IV tubing was observed by the nurse to ¿not to be in place, and it easily pops out of the side channel and gets caught in the white clip and occludes but never alarms.¿ once the nurse readjusted the tubing for both infusions "the patient's blood pressure immediately dropped to 68/38mmhg". The nitroglycerin and fentanyl were turned off and levophed was started". No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d4: serial no, d4: unique identifier (UDI) #, and h4: device manufacture date. Should additional relevant information become available, a supplemental report will be submitted.